Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect device for investigation. The reported complaint was able to be confirmed and duplicated. It was found within the valve assembly that the o-ring was showing signs of deterioration due to age since blender has manufacturing date of the year 2007, causing bad fio2 readings.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the blender assembly. After replacing the blender, the issue was resolved. The fsr reported verified performance and reported the device passed all performance checks.

Event description:
The customer reported while using the vela ventilator; the oxygen (o2) is out of range (above 60%). The customer performed troubleshooting, but the issue remains unresolved. The customer reported there is no patient involvement associated with the event.